Event description:
Event description guidant received information that this patient's heart rate was 30 to 35 beats per minute. Pacing spikes were visible on the electrocardiogram. However, the pacemaker was unable to be interrogated and the device was unresponsive to magnet application. The device was explanted and successfully replaced.